Event description:
It was reported that the arctic sun cooling device kept alarming low flow. Checked all tubing and connections. Cooling machine then started giving other alarms. Called artic sun support for any other tips they should try. Changed out cooling machine to make sure it was not a faulty machine. That did not work, so they changed out the cooling blanket. No alarms after changing out the blanket. Per follow up information received via email on (B)(6) 2023, it was reported that the patient was a 2-day old male and weight was unknown. Mis advised to change the cooling blanket. Doing this resolved the issue. The device did not go to biomed. No additional information or sample was available at this time. An additional follow up is not required. Per investigation notification received on (B)(6) 2023, kink has been noticed in sample evalution.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed cause unknown. The root cause of the reported issue could not be determined a potential root cause is incorrect setup causing pad lines occlusion. Visual: visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no visible chips or deformities at the ends of all connectors. Hydrogel was in tact with pad and not separated, small puncture in pad which was covered with medical tape, a small kink was present in the tubing, the pads appeared wet upon removal from container. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: "place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. If this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). The pads may be removed and reapplied if necessary." UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun cooling device kept alarming low flow. Checked all tubing and connections. Cooling machine then started giving other alarms. Called artic sun support for any other tips they should try. Changed out cooling machine to make sure it was not a faulty machine. That did not work, so they changed out the cooling blanket. No alarms after changing out the blanket. Per follow up information received via email on 14aug2023, it was reported that the patient was a 2-day old male and weight was unknown. Mis advised to change the cooling blanket. Doing this resolved the issue. The device did not go to biomed. No additional information or sample was available at this time. An additional follow up is not required. Per investigation notification received on 11oct2023, kink has been noticed in sample evaluation.

Manufacturer narrative:
The reported issue was confirmed cause unknown. The root cause of the reported issue could not be determined a potential root cause is incorrect setup causing pad lines occlusion. Visual: visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no visible chips or deformities at the ends of all connectors. Hydrogel was in tact with pad and not separated - small puncture in pad which was covered with medical tape - a small kink was present in the tubing -the pads appeared wet upon removal from container. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and state the following: "place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. If this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). The pads may be removed and reapplied if necessary." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun cooling device kept alarming low flow. Checked all tubing and connections. Cooling machine then started giving other alarms. Called artic sun support for any other tips they should try. Changed out cooling machine to make sure it was not a faulty machine. That did not work, so they changed out the cooling blanket. No alarms after changing out the blanket. Per follow up information received via email on 14aug2023, it was reported that the patient was a 2-day old male and weight was unknown. Mis advised to change the cooling blanket. Doing this resolved the issue. The device did not go to biomed. No additional information or sample was available at this time. An additional follow up is not required. Per investigation notification received on 11oct2023, kink has been noticed in sample evaluation.